Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for atrial intrinsic amplitudes out of range. Review of the presenting electrogram and stored electrograms showed av disassociation with vvir pacing and an atrial rhythm of approximately 37bpm. Additionally, undersensing of atrial signals was observed during a right ventricular automatic threshold (rvat) test. Atrial sensitivity was programmed to automatic gain control (acg) 0.2mv. The patient will be followed to address programming options. The device remains in service and no adverse patient effects were reported.